Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located at the left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured near the center at 12 atm when inflated for 20 seconds. The device was removed without any problem by using the normal method. The procedure was completed with another of the same device. The patient was in good condition post procedure.